Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4055 competitor pacing lead 2001 (B)(6). (B)(4).

Event description:
It was reported that at implant, the bi-ventricular device did not accept the change in programming of the left ventricular (lv) polarity to lv tip to lv ring during the implant detect period and was not pacing the left ventricle. It was also reported that the physician was very unhappy with the representative assisting with the implant. The device remains in use. No patient complications have been reported as a result of this event.